Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found a misadjusted sipper probe and a hole in the pinch valve tubing. He then performed sipper adjustments, replaced the pinch tubing, primed the system, and performed qc with successful results. The customer performed patient comparisons with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The hcg+b reagent lot number is 70917405. The expiration date is 30-sep-2024. The estradiol reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+b and estradiol g3 elecsys results from 16 patient samples tested on the cobas e411 rack. The reporter was able to provide the following examples of questionable results: the medical professionals' assessment indicated the results were not aligned with the clinical picture. Sample 1: the initial hcg+b result was >10000 miu/ml. This result was reported. The repeat result was < 1.0 miu/ml. A corrected report was issued. Sample 2: the initial estradiol result was 149 pg/ml. The nurse questioned this result based on the clinical presentation. The repeat result was "in the 700s pg/ml". Sample 3: the initial hcg+b result was >10000 miu/ml. The first repeat result at 1:10 dilution was 10706 miu/ml. This result was put in the patient's chart. The second repeat result was 138 miu/ml.